Manufacturer narrative:
Complaint conclusion: as reported, after a radiancy study procedure in which a 110cm brite tip radianz catheter sheath introducer (csi), 5f 100 mm transradial rain sheath, 9mm x 40mm smart radianz self-expanding stent (ses) delivery system, and an 8mm x 4cm 190cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter was used, the patient developed a 9cm, grade two hematoma. The hematoma was associated with the trans-radial artery access and was reported to be possibly related to all three radianz devices; however, no treatment was provided, and the hematoma resolved on its own. The hematoma was not observed prior to placing the non-cordis hemostasis band; however, it was observed the same day of the procedure. Patient met all the inclusion and exclusion criteria for the study. As per the procedure details, the patient presented with symptoms associated with peripheral artery disease and claudication symptoms. The patient did not present with any signs or symptoms of pain or critical limb symptoms. A duplex ultrasound of the radial access artery was performed, and the patient had a palpable radial artery diameter of 2.6mm. An angiogram was performed pre-procedure, and the result was uploaded to the imaging system. The target access site was located at the left radial artery. Prior to sheath insertion, 3 ml of heparin was administered. Xylocaine (xylanast 2%) was also given. Initially, a 5f 100 mm transradial rain sheath was used. The patient was given 5mg of mylan isoptin (verapamil). Verapamil is always used regardless of whether a vasospasm occurs or not. Vasospasm has not occurred in any investigation so far, but we always use the drug. There was successful passage of a guidewire across the target lesion. The initial rain sheath was exchanged with a 6f 110cm brite tip radianz long dedicated trans-radial guiding sheath. The insertion of the sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was not performed. A 9mm x 40 mm smart radianz stent delivery system (sds) was successfully inserted into the peripheral vasculature through the radial artery. The stent was deployed at the intended location. Withdrawal of this device was successful. There was 40% residual stenosis. There was no secondary sds device deployed. Post-dilation of the implanted stent was performed with an 8mm x 4 cm saberx radianz balloon catheter. The balloon was inflated to a maximum balloon pressure of 8 atmospheres (atm). Insertion, inflation, deflation, and withdrawal of the balloon catheter were successful. After withdrawal of the device there was 10% residual stenosis. Conversion from the radial artery access site was not necessary to complete the index procedure. Hemostasis was achieved with a non-cordis radial compression device. Approximately 12 hours post-procedure, the patient began ambulation. There was no pain appreciated during the procedure. The target lesion was located at the right common iliac artery. There had been moderate vessel calcification. The lesion was 37mm long with a vessel diameter of 9mm. It was classified as a de novo lesion and there was 90% stenosis in the vessel. However, there was no radial artery occlusion appreciated. There were no other adverse events besides the hematoma that developed. There were no device deficiencies or malfunctions reported during the procedure. Without the return of the devices or images for analysis, the reported customer event ¿hematoma¿ could not be confirmed for either of the devices associated with the adverse event. It was reported the hematoma was related to procedural factors and no device deficiencies or malfunctions were reported. Hematoma is a known potential complication associated with vascular access and is documented in the ifus as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the rain csi instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion.¿ according to the brite tip radianz guiding sheath IFU, although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, air embolism, allergic reaction (contrast medium and medications), embolic stroke/cerebral infarct, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, intimal tear, ischemia, necrosis, pain, perforation of vessel wall, peripheral nerve injury, thrombus formation, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion).¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after a radiancy study procedure in which a 110cm brite tip radianz catheter sheath introducer (csi), a 5f 100 mm transradial rain sheath, a 9mm x 40mm smart radianz self-expanding stent (ses) delivery system, and an 8mm x 4cm 190cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter were used, the patient developed a 9cm, grade two hematoma. The hematoma was associated with the trans-radial artery access and was reported to be possibly related to all three radianz devices; however, no treatment was provided, and the hematoma resolved on its own. The hematoma was not observed prior to placing the non-cordis hemostasis band; however, it was observed the same day of the procedure. Patient met all the inclusion and exclusion criteria for the study. As per the procedure details, the patient presented with symptoms associated with peripheral artery disease and claudication symptoms. The patient did not present with and signs or symptoms of pain or critical limb symptoms. A duplex ultrasound of the radial access artery was performed, and the patient had a palpable radial artery diameter of 2.6mm. An angiogram was also performed pre-procedure and the result was uploaded to the imaging system. The target access site was located at the left radial artery. Prior to sheath insertion, 3 ml of heparin was administered. Xylocaine (xylanast 2%) was also given. Initially, a 5f 100 mm transradial rain sheath was used. The patient was given 5mg of mylan isoptin (verapamil). Verapamil is always used regardless of whether a vasospasm occurs or not. Vasospasm has not occurred in any investigation so far, but we always use the drug. There was successful passage of a guidewire across the target lesion. The initial rain sheath was exchanged with a 6f 110cm brite tip radianz long dedicated trans-radial guiding sheath. The insertion of the sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was not performed. A 9mm x 40 mm smart radianz stent delivery system (sds) was successfully inserted into the peripheral vasculature through the radial artery. The stent was deployed at the intended location. Withdrawal of this device was successful. There was 40% residual stenosis. There was no secondary sds device deployed. Post-dilation of the implanted stent was performed with an 8mm x 4 cm saberx radianz balloon catheter. The balloon was inflated to a maximum balloon pressure of 8 atmospheres (atm). Insertion, inflation, deflation, and withdrawal of the balloon catheter were successful. After withdrawal of the device there was 10% residual stenosis. Conversion from the radial artery access site was not necessary to complete the index procedure. Hemostasis was achieved with a non-cordis radial compression device. Approximately 12 hours post-procedure, the patient began ambulation. There was no pain appreciated during the procedure. The target lesion was located at the right common iliac artery. There had been moderate vessel calcification. The lesion was 37mm long with a vessel diameter of 9mm. It was classified as a de novo lesion and there was 90% stenosis in the vessel. However, there was no radial artery occlusion appreciated. There were no other adverse events besides the hematoma that developed. There were no device deficiencies or malfunctions reported during the procedure. The devices used in the study will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the radiancy study, the patient experienced a grade 2 hematoma. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, the patient presented with symptoms associated with peripheral artery disease and claudication symptoms. Th patient did not present with and signs or symptoms of pain or critical limb symptoms. A duplex ultrasound of the radial access artery was performed, and the patient had a palpable radial artery diameter of 2.6mm. An angiogram was also performed pre-procedure and the result was uploaded to the imaging system. The target access site was located at the left radial artery. Prior to sheath insertion, 3 ml of heparin was administered. Xylocaine (xylanast 2%) was also given. Initially, an a 5f 100 mm transradial rain sheath was used. The patient was given 5mg of mylan isoptin (verapamil). Verapamil is always used regardless of whether a vasospasm occurs or not. Vasospasm has not occurred in any investigation so far, but we always use the drug. There was successful passage of a guidewire across the target lesion. The initial rain sheath was exchanged with a 6f 110cm brite tip radianz long dedicated trans-radial guiding sheath. The insertion of the sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was not performed. A 9mm x 40 mm smart radianz stent delivery system (sds) was successfully inserted into the peripheral vasculature through the radial artery. The stent was deployed at the intended location. Withdrawal of this device was successful. There was 40% residual stenosis. There was no secondary sds device deployed. Post-dilation of the implanted stent was performed with an 8mm x 4 cm saberx radianz balloon catheter. The balloon was inflated to a maximum balloon pressure of 8 atmospheres (atm). Insertion, inflation, deflation, and withdrawal of the balloon catheter were successful. After withdrawal of the device there was 10% residual stenosis. Conversion from the radial artery access site was not necessary to complete the index procedure. Hemostasis was achieved with a non-cordis radial compression device. Approximately 12 hours post-procedure, the patient began ambulation. There was no pain appreciated during the procedure. The target lesion was located at the right common iliac artery. There had been moderate vessel calcification. The lesion was 37mm long with a vessel diameter of 9mm. It was classified as a de novo lesion and there was 90% stenosis in the vessel. However, there was no radial artery occlusion appreciated. There were no adverse events, device deficiencies, or malfunction reported during the procedure. The following day, post-procedure date, a grade 2, 9 cm hematoma was associated with the trans-radial artery access. No special treatment was necessary. This complication was procedure related and not related to any of the devices. There were no other device deficiencies or malfunctions reported. The devices used in the study will not be returned for evaluation. The rain catheter sheath introducer and the brite tip radianz guiding sheath were not returned for analysis and a product history record (phr) review could not be performed because the lot numbers are unknown. Without the return of the devices or images for analysis, the reported customer event ¿hematoma¿ could not be confirmed for either of the devices associated with the adverse event. It was reported the hematoma was related to procedural factors and no device deficiencies or malfunctions were reported. Hematoma is a known potential complication associated with vascular access and is documented in the ifus as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the rain csi instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion.¿ according to the brite tip radianz guiding sheath IFU, although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, air embolism, allergic reaction (contrast medium and medications), embolic stroke/cerebral infarct, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, intimal tear, ischemia, necrosis, pain, perforation of vessel wall, peripheral nerve injury, thrombus formation, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion).¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the radiancy study, the patient experienced a grade 2 hematoma. The patient met all the inclusion and exclusion criteria for the study. As per the procedure details, the patient presented with symptoms associated with peripheral artery disease and claudication symptoms. Th patient did not present with and signs or symptoms of pain or critical limb symptoms. A duplex ultrasound of the radial access artery was performed, and the patient had a palpable radial artery diameter of 2.6mm. An angiogram was also performed pre-procedure and the result was uploaded to the imaging system. The target access site was located at the left radial artery. Prior to sheath insertion, 3 ml of heparin was administered. Xylocaine (xylanast 2%) was also given. Initially, an a 5f 100 mm transradial rain sheath was used. The patient was given 5mg of mylan isoptin (verapamil). Verapamil is always used regardless of whether a vasospasm occurs or not. Vasospasm has not occurred in any investigation so far, but we always use the drug. There was successful passage of a guidewire across the target lesion. The initial rain sheath was exchanged with a 6f 110cm brite tip radianz long dedicated trans-radial guiding sheath. The insertion of the sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was not performed. A 9mm x 40 mm smart radianz stent delivery system (sds) was successfully inserted into the peripheral vasculature through the radial artery. The stent was deployed at the intended location. Withdrawal of this device was successful. There was 40% residual stenosis. There was no secondary sds device deployed. Post-dilation of the implanted stent was performed with an 8mm x 4 cm saberx radianz balloon catheter. The balloon was inflated to a maximum balloon pressure of 8 atmospheres (atm). Insertion, inflation, deflation, and withdrawal of the balloon catheter were successful. After withdrawal of the device there was 10% residual stenosis. Conversion from the radial artery access site was not necessary to complete the index procedure. Hemostasis was achieved with a non-cordis radial compression device. Approximately 12 hours post-procedure, the patient began ambulation. There was no pain appreciated during the procedure. The target lesion was located at the right common iliac artery. There had been moderate vessel calcification. The lesion was 37mm long with a vessel diameter of 9mm. It was classified as a de novo lesion and there was 90% stenosis in the vessel. However, there was no radial artery occlusion appreciated. There were no adverse events, device deficiencies, or malfunction reported during the procedure. The following day, post-procedure date, a grade 2, 9 cm hematoma was associated with the trans-radial artery access. No special treatment was necessary. This complication was procedure related and not related to any of the devices. There were no other device deficiencies or malfunctions reported. The devices used in the study will not be returned for evaluation.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Without a lot number, product history record (phr) review cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected site name from (B)(6).